Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of pelvic pain ('pelvic pain', 'persistence of the symptoms') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2 normal pregnancies) and surgery (appendectomy. Cyst removal surgery due to endometrioma in left ovary in 2005.). In 2015, the patient had essure inserted. In 2015, the patient experienced eczema ("eczematous muscular lesions") and rash macular ("erythematous muscular lesions"). On (B)(6) 2019, the patient experienced the first episode of pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), swelling ("swelling"), menorrhagia ("excessive bleeding"), alopecia ("hair loss"), amnesia ("memory loss"), headache ("headache"), insomnia ("insomnia"), mood altered ("moodiness"), pruritus ("body itching"), acne ("acne"), vaginal infection ("vaginal infections") and gastrointestinal inflammation ("intestinal inflammation") and was found to have weight abnormal ("sudden weight changes"). The patient was treated with surgery (hysterectomy on (B)(6) 2019 and laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the last episode of pelvic pain, hypersensitivity, swelling, menorrhagia, alopecia, amnesia, headache, insomnia, mood altered, pruritus, acne, vaginal infection, gastrointestinal inflammation and weight abnormal outcome was unknown and the eczema and rash macular was resolving. The reporter considered acne, alopecia, amnesia, eczema, gastrointestinal inflammation, headache, hypersensitivity, insomnia, menorrhagia, mood altered, pruritus, rash macular, swelling, vaginal infection, weight abnormal, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of pelvic pain ('pelvic pain', 'persistence of the symptoms') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2 normal pregnancies) and surgery (appendectomy. Cyst removal surgery due to endometrioma in left ovary in 2005.). In 2015, the patient had essure inserted. In 2015, the patient experienced eczema ("eczematous muscular lesions") and rash macular ("erythematous muscular lesions"). On (B)(6) 2019, the patient experienced the first episode of pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), swelling ("swelling"), menorrhagia ("excessive bleeding"), alopecia ("hair loss"), amnesia ("memory loss"), headache ("headache"), insomnia ("insomnia"), mood altered ("moodiness"), pruritus ("body itching"), acne ("acne"), vaginal infection ("vaginal infections") and gastrointestinal inflammation ("intestinal inflammation") and was found to have weight abnormal ("sudden weight changes"). The patient was treated with surgery (hysterectomy on (B)(6) 2019 and laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the last episode of pelvic pain, hypersensitivity, swelling, menorrhagia, alopecia, amnesia, headache, insomnia, mood altered, pruritus, acne, vaginal infection, gastrointestinal inflammation and weight abnormal outcome was unknown and the eczema and rash macular was resolving. The reporter considered acne, alopecia, amnesia, eczema, gastrointestinal inflammation, headache, hypersensitivity, insomnia, menorrhagia, mood altered, pruritus, rash macular, swelling, vaginal infection, weight abnormal, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('episodes of longterm pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching on (B)(6) 2014, vaginal pain on (B)(6)2014, erythroplasia of lip on (B)(6) 2013, polycystic ovary (multifollicular left ovary without dominant cysts) on (B)(6) 2013, ovarian pain in 2011, metrorrhagia (despite diane) in 2011, post coital bleeding (despite diane) in 2011, abdominal pain (went to emergency room for abdominal pain and a sensation of a lump in the abdomen that moved, no urgent pathology is found) in 2011, endometriosis of ovary (two endometriomas operated in right ovary) in 2010, endometriosis of ovary (cyst removal surgery due to endometrioma in left ovary in 2005, surgery for ovarian endometriosis in 2006) in 2005, gravida ii (2 normal pregnancies) and appendectomy (appendicitis). Previously administered products included for contraception: contraceptive implant on (B)(6) 2014; for an unreported indication: (B)(6). Past adverse reactions to the above products included drug intolerance with contraceptive implant. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced rash macular ("erythematous eczematous macular lesions, forming a single plaque in the left hypochondrium") with eczema. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("allergic reaction"), pruritus ("body itching"), heavy menstrual bleeding ("excessive bleeding"), headache ("headache"), vaginal infection ("vaginal infections"), acne ("acne"), swelling ("swelling"), gastrointestinal inflammation ("intestinal inflammation"), weight fluctuation ("sudden weight changes"), alopecia ("hair loss"), amnesia ("memory loss"), insomnia ("insomnia") and mood altered ("moodiness"). The patient was treated with surgery (laparoscopic salpingectomy on (B)(6)2019, hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had resolved, the dysmenorrhoea, hypersensitivity, pruritus, heavy menstrual bleeding, headache, vaginal infection, acne, swelling, gastrointestinal inflammation, weight fluctuation, alopecia, amnesia, insomnia and mood altered outcome was unknown and the rash macular was resolving. The reporter considered acne, alopecia, amnesia, dysmenorrhoea, gastrointestinal inflammation, headache, heavy menstrual bleeding, hypersensitivity, insomnia, mood altered, pelvic pain, pruritus, rash macular, swelling, vaginal infection and weight fluctuation to be related to essure. The reporter commented: essure insertion without incident. Post-insertion. Control carried out on (B)(6) 2015 the patient refers to being asymptomatic. On (B)(6) 2016, she went to the gynecology clinic for an episode of pain in the left iliac fossa lasting 15 days, which the same patient reported had already disappeared, not indicating any other accompanying symptoms. It was not until (B)(6) 2018 when the patient came back, now reporting that she had pain in both iliac fossae ¿for 4 years when the essures were inserted¿, saying ¿she had no other accompanying symptoms¿. On (B)(6) 2018 she consulted because she wanted to withdraw essure, it was explained that the pattern of the menses did not change with the device or with its withdrawal and that the pelvic pain could be due to her endometriosis. The procedure to be performed, bilateral laparoscopic salpingectomy, was explained, there was a risk of hysterectomy if complications arose and she accepted it, but in case the essure cannot be completely extracted, she wished observation. Normal examination. On (B)(6) 2019, she returned to consultations due to persistent abdominal discomfort in the left iliac fossa, stating that the essures devices were removed on (B)(6) 2019, requesting a referral for follow-up at that hospital. Indicate that in the referred surgery, as stated in the clinical report, the presence of an intra-abdominal adhesion condition was found due to previous surgeries, which could justify the abdominal pain condition referred to by the patient. The patient was not contacted again until (B)(6) 2020, when she consulted for asthenia and mood disturbance after a hysterectomy performed on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: performed due to persistence of pain after salpingectomy: adjacent to the right uterine horn, two minimal punctate hyperdense fragments identified that could be metallic, and remains of essure cannot be ruled out. Gynaecological examination - in (B)(6) 2018: emergency visit due to pain in both iliac fossae, for 4 years, that they placed essure (in 2015). Clinical judgment: no urgent pathology; on (B)(6) 2018: normal examination. Hysteroscopy - on (B)(6) 2015: essure placement without incident. Laparoscopy - on (B)(6) 2019: essure removed in full, during the intervention adhesions attributable to previous surgeries were observed. No signs of active endometriosis; on (B)(6) 2019: total hysterectomy: intraoperative findings of adhesions of the omentum to the anterior abdominal wall, adhesions of the mesosigma to the left infundibulopelvic ligament. During surgery no fragments of the essure device seen. Pathology test - on (B)(6) 2019: two tubular segments received without alterations, macroscopically they include fimbriae. Metal fragments compatible with essure devices received together. Tubuloampular segment of patent fallopian tubes, without particularities. No dysplastic features of the tubal epithelium; on (B)(6) 2019: after hysterectomy: no metallic fragments compatible with essure identified. Skin test - on (B)(6) 2019: performed on contactants of the true test battery and metals with reading at 48 and 96 hours: negative. Ultrasound scan - on (B)(6) 2015: normo-inserted devices; on (B)(6) 2019: without visualizing metallic remains. Presence of abundant pelvic varicose veins observed. No signs of endometriosis. Subsequently, a CT scan is performed due to persistence of pain in fii, from the salpingectomy, it is reported that adjacent to the right uterine horn, two minimal punctate hyperdense fragments are identified that could be metallic, and remains of essure cannot be ruled out. X-ray of pelvis and hip - on (B)(6) 2015: pelvic symmetric devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2021: report was received via lawyer: medical history was updated (several surgeries). Essure insertion (uneventful) date was specified to (B)(6) 2015, indication was added. Test results after essure insertion: x-ray showed pelvic symmetric devices and ultrasound reports normo-inserted devices. Event weight abnormal was specified to weight fluctuation. Only one event for pelvic pain female. Event added: dysmenorrhea. Test and pathology results added. Patch test negative. Comment was added from hospital. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.